Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, seizure and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. According to the report, on (B)(6) 2024, the cgm readings had been 50-200 mg/dl off the 12 hours prior to the call. The bg values and cgm were reportedly unremembered. The patient experienced disorientation and emergency medical service was called. She reportedly experienced a seizure. In the hospital, she was diagnosed with diabetic ketoacidosis and treated with "ibb 50" and saline. She was discharged the same day and was fine at the time of the call. It has been reported that there was a difference in readings of 50-200 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.